Event description:
It was reported that during a lap anterior rectum resection procedure, the device stopped to cut and coagulate during operation. The generator emitted a continuous sound. There was no pt consequence.